Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient is alleging that when he went to a routine infusion set change, the inner 'pipe' of the tubing is missing. He advises that there is an empty space where it should be. No adverse event alleged. A request was made for the return of the device.